Event description:
Report 2 of 2. It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was insufficient blood flow through four devices. No patient impact reported. The following information was provided by the initial reporter: "customer states needle draws insufficient blood. Customer states 3 voice reports were made involving the new butterfly needle (102216 23g): 100 cases received, 4 each affected that have been reported."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: material #: 367363. Lot/batch #: 3193859. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.